Event description:
Complaint alleged that during a routine shift check of the device by a clinician, the unit would not power on. The complainant indicated that there was no pt involvement in the reported malfunction.